Event description:
Patient reported to have undergone left total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain. A review of invoice history confirmed both surgery dates. Additional information provided in patient medical records indicates adverse local tissue reaction, recurrent dislocation, metal hypersensitivity and abductor damage. Revision operative notes indicate black staining of the trunnion.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿